Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y procedure, after loading and cycling the handle, the jaws of the staple loads were somewhat open still even when the tech pulled back on the black handle to close the jaws. It was difficult to fire a couple of reloads. The surgeon opened up new reloads and successfully fired those on the handle. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.